Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with an unspecified mentor smooth gel implant and experienced postoperative left-sided grade iii to IV capsular contracture. The patient was having right-sided breast firmness. The patient had a consultation with a healthcare professional on (B)(6) 2020, and the diagnosis was confirmed. As a result, the patient underwent explantation on (B)(6) 2020.